Event description:
The user facility reported that while positioning a harmony la dual monitor system prior to the start of a procedure, the dual monitor assembly detached from the suspension arm of the lighthead system. The facility staff member positioning the unit detected the detachment and was able to support and slowly lower the unit until it was resting on the ground. The procedure was completed utilizing a temporary monitor set. There was no injury to patient or staff in association with the event. A short procedural delay was reported as the facility's biomed staff was required to remove the detached portion of the unit from the or.

Manufacturer narrative:
Several steris personnel including team members from field service, quality, and engineering visited the user facility to investigate the reported detachment of the harmony dual flat monitor assembly. The monitor assembly is secured to the suspension arm of the spindle assembly using four bolts. The inspection of the unit determined the mating threads and bolts of the assembly were operating to specification and did not appear damaged. The steris personnel did observe the presence of black grease on the threads of the bolts and mating threads. This grease is indicative that the fasteners had been removed and greased at some point in the service life of the device. The unit was installed in october of 2006 and is not under a steris service agreement; the maintenance of the unit is conducted by a third party service provider. A review of steris inventory of harmony dual flat monitor assemblies did not reveal any presence of grease on the bolts and mating threads. Steris contacted the supplier regarding the manufacturing process of the affected unit. The supplier stated they have not and do not apply such grease to the product at any point in the manufacturing process. The reported event could not be duplicated. It is not determined how the four bolts securing the dual monitor mount all became uninstalled/backed-out, causing the monitor assembly to detach. A review of all service records from 2006 to present determined the reported detachment of the dual monitor assembly is an isolated event. A steris field service representative returned to the user facility and reinstalled the monitor assembly to specification.